Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was experiencing recurring electrical fault alarms. A manufacturer's representative traveled to site to troubleshoot and assess the device for the reported electrical fault alarms and found no evident contaminants on the controller or driveline connector pins. A cleaning procedure was performed to remove any residual contamination since this patient had previous cleaning procedures performed due to prior electrical fault alarms. Two rounds of cleaning were done. Patient tolerated procedure well. A controller exchange was performed and the device was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the controller revealed that it passed functional testing. The logs show multiple electrical faults for phase open faults that have been linked to impedance problems of driveline contact contamination. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller had electrical fault and high watt alarms. The patient had two previous driveline connector cleaning procedures performed on (B)(6) 2014 and (B)(6) 2014. Electrical fault alarms reoccurred again on (B)(6) 2014. A manufacturer's representative assessed the device and was not able to reproduce the alarms by manipulation of the driveline cable. The manufacturer's representative performed a driveline connector cleaning procedure per manufacturer's specifications on (B)(6) 2014. The procedure was performed in the outpatient clinic. Two driveline disconnects were performed during the procedure and the controller was also exchanged. Inspection of the driveline connector showed no visible residue and the controller pins appeared to be clean. The patient was stated to have tolerated the pump-off time well but was anxious about the reoccurrence of the alarms. The electrical fault alarms were not able to be reproduced after the procedure. The driveline cable remained implanted in the patient. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis.